Event description:
It was reported that a spectrum pump failed downstream occlusion testing six (6) times with pressure readings outside the upper limit (22. 26psi, 23. 04psi, 20. 77psi, 21. 81psi, 20. 90psi, 21. 31psi). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'verified failed downstream occlusion 6x (22. 26psi, 23. 04psi, 20. 77psi, 21. 81psi, 20. 90psi, 21. 31psi, passing is 7-19psi), also failed @ 23. 91psi.' Was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.